Event description:
Information received by medtronic indicated that the insulin pump had a frozen display and an unresponsive buttons. Customer stated they did not have any response from all the arrow keys. Customer did the troubleshoot and changed the battery, but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.